Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received a partial lead was returned in two pieces. Visual examination found an external abrasion breaching only the optim; which was consistent with friction to another device and was found at the distal region of the lead. All other damages were sustained during the procedure.